Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. H3 other text : device not returned

Event description:
It was reported that an occlusion alarm occurred. Reportedly the customer used cold insulin and did not remove air from the cartridge during the load process. Customer changed pump supplies to address the issue. Additionally, tandem's clinical support specialists (clss) educated the customer that cold insulin is off label and that excess air must be removed per the tandem user guide. Customers blood glucose was 350 mg/dl.